Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lead was replaced on (B)(6) 2024 and therapy was resumed. The issue was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID: neu unknown lead, serial #: unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via clinical study who was implanted with an implantable neurostimulator (ins). It was reported there was wound dehiscence. Patient called the clinic to report her lumbodorsal incision had opened. On (B)(6) 2024, patient presented to the clinic and the provider noted the incision not approximated and leads visible. On (B)(6) 2024, patient scheduled for lead explant, and to allow the lumbar incision to heal. Battery capped off an retained in the patient for later use.